Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence with multiple cartridges. Customer continued to use the existing cartridge on the pump for insulin therapy. There was no reported adverse impact on customer's blood glucose level.